Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument was observed to have a damaged conductor wire. A backup instrument was used to complete the procedure with no patient harm. No fragments fell into the patient. The procedure was continued with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the internal wire exposed. No thermal damage observed. The instrument passed the electrical continuity test. Further inspection identified a frayed grip cable at the distal end. The frayed cable strands were stuck out at the wrist. The grip cable damage is unrelated to the conductor wire insulation breakage.

Event description:
Refer to h10/h11 for follow-up information.